Event description:
Caller reported a malfunction alarm on their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance in resetting the pump, and after resetting, the malfunction alarm did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.